Manufacturer narrative:
Event conclusion a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators (in 2007) advisory population.

Event description:
Event description boston scientific crm received info that this implantable cardioverter defibrillator (ICD) implanted 53 months, displayed the end of life indicator (eol). There was a concern that the battery depleted earlier than expected. The battery status was 2,58 v and the charge time was 32,8 seconds.